Event description:
It was reported that a patient underwent a knee replacement procedure on an unknown date and suture was used for skin closure as well as skin clips. Four weeks after the procedure, a wound dehiscence occurred. The patient was taken back to theatre on (B)(6) 2022 to close the wound again. The wound did not have any infection or drainage at the time of closure on event date. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What tissue dehisced? Did the dehiscence occur post-op? Please describe the appearance of the suture during the second procedure (re-operation)? Is the date of re-operation (B)(6) 2022? Is it known how the wound dehisced? Did the sutures untie, break or pull out of the tissue? Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/22/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the surgeon¿s wound care sister said the patient¿s wound was ¿under control¿ and ¿healing satisfactory¿. She could not comment on any of the questions directed to the surgeon. The surgeon¿s scrub sister said she thinks it was a sterility issue on the surgeon¿s side, because the products are used by all the other surgeons and orthopods with no complaints. There were no complaints on the product code from any other surgeon. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What tissue dehisced? Did the dehiscence occur post-op? Please describe the appearance of the suture during the second procedure (re-operation)? Is the date of re-operation on (B)(6) 2022? Is it known how the wound dehisced? Did the sutures untie, break or pull out of the tissue? Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?